Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was not returned for evaluation. However, based on the results of the investigation, it¿s likely the b30 error was displayed due to a communication error caused by dirt or liquid adhering to the socket contact. The customer reported resolving the issue by cleaning the contacts of the socket. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer reported resolving the issue by cleaning the contacts of the socket. The repair order was cancelled as a result. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, that the evis exera iii xenon light source had a b30 scope communication error during preparation for use for an unknown procedure. It was noted that the error occurred with 190 endoscopes. There were no reports of patient harm associated with this event.